Manufacturer narrative:
Device evaluation of charger sn (B)(4) has been completed. The reported problem (does not charge battery packs) was confirmed. As received, the charger was unable to charge test battery packs. Upon evaluation, there was contamination on the battery board and the q1 transistor, d2 diode, and u13 processor were shorted. The cause of the inability to charge the battery packs is the contamination. The root cause of the contamination is liquid ingress of an unknown contaminant. A patient safety alert was mailed to active patients on 04/24/2017 as a reminder to not expose the lifevest electronic components to liquids no adverse event resulted from the damaged charger.

Event description:
A us distributor contacted zoll to report that a patient's charger was not properly charging the battery packs.